Manufacturer narrative:
Block d6b: explant date: 2 weeks ago from (B)(6) 2026. Block d2b: pro code: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 13475831. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 13475831. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the spinal cord stimulation (scs) leads had high impedances. The patient underwent an explant procedure. No further information could be obtained.